Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and also received pump error alarms. Blood glucose level at the time of the incident was 49mg/dl and drank juice to correct the low reading. Customer stated auto mode feature was active and automatically adjusting insulin delivery at the time of the event. Customer put the device in suspend. Customer was able to clear the pump error alarms. Self-test was performed and passed. Customer declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.